Event description:
Patient was discharged on (B)(6) 2010.

Event description:
On (B)(6) 2010, the patient was admitted with chest pain. Coronary angiography revealed evidence of stent non-apposition in the previously placed non-abbott stent in mlad. The mlad was treated with balloon angioplasty with a 3.0x15 mm non-abbott balloon catheter with 0% residual stenosis. During the intervention, it was noted that a 2.5x15 mm non-abbott balloon catheter caused the ostium of that vessel to be compromised further, up to 95% narrowed, thus necessitating intervention on that region as well. The narrowing of the vessel was attempted to be treated with a non-abbott guide wire and a non-abbott balloon catheter, but both devices could not cross the stent. A 2.5x15 mm promus stent was attempted to treat the 1st diagonal but it would not advance across the stent strut. The vessel was then pre-dilated with a 2.5x15 mm non-abbott balloon catheter and placement of a 2.5x18 mm promus stent. Post dilatation was attempted with a 3.0x15 mm non-abbott balloon catheter but it would not deliver. Then a 3.0x15 mm non-abbott balloon catheter was used to post dilate the vessel with 0% residual stenosis. Source documents noted that there was compromised slow flow in the distal lad. There was treatment to break up any debris that may have been dislodged from stent implantation with minimal improvement of flow. It is unclear from the source documents which stent caused the debris to be dislodged. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Concomitant medical products: dil cath: apex 2.5 x 15 mm , 3.0 x 15 mm quantum apex. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Embolism and ischemia are known adverse events as listed in the promus instructions for use (IFU). Additionally, embolism, ischemia, and additional non-surgical treatment are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Nitroglycerin, heparin, aggrastat, choice floppy guide wire, promus 3.5x15 (part 1009542-15b lot# 0070861).